Event description:
It was reported that there was a momentary power loss to the vibrator motor, identified by malfunction code malf 12. Customer's blood glucose level did not exceed 500 mg/dl, indicating it stayed within a safe range. Technical support assisted the customer by providing pump reset information, and after resetting, the pump continued to operate smoothly. The customer was advised to monitor the pump and report if the malfunction code reoccurred, which it did not.